Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during servicing for an unrelated reason performed by a getinge field service engineer (gfse), the cardiosave intra-aortic balloon pump (iabp) front end board pins were damaged during cord cable connection. There was no patient involvement.

Manufacturer narrative:
Additional customer contact information-name: (B)(6), occupation: biomedical engineer. A getinge field service engineer (fse) confirmed and stated, during fsca on coiled cable replacement (B)(6) damaged front end board connector causing issues with drive calibration. Observed broken pin on front end board, replaced front end and corrected failure. Performed full calibration of front-end board. There was no patient involved and no harm reported. The defective components were received for further investigation. The failure analysis and testing department received front end board. This part was received with a reported unit failure message of broken pin on j11 connector. Performed visual inspection of this part received and verified the broken pin on j11 connector. Due to broken pin the fat dept, cannot be investigated further for this part. Front end board failed testing. There is no need for supplier eval. For this part, as problem is a broken pin on j11 connector. Retaining board in the fat dept., as per procedure. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.